Manufacturer narrative:
H10: correction. This report is a duplicate of the report submitted under manufacturer report number 1416980-2021-05914. All relevant information was captured under that manufacturer report number 1416980-2021-05914. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was discarded and the lot is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink system y-type blood/solution set leaked ¿when pressure was applied to the bulb¿. This occurred while administering blood to a patient; ¿when they were squeezing the chamber to pump it through quicker¿. The set was disconnected from the patient once it was noticed. This issue was identified by "anesthesia" in "pre-op" (pre-operation department). There was no report of patient injury or medical intervention associated with this event. No additional information is available.